Manufacturer narrative:
The subject product was discarded by the user facility and was not returned for evaluation. Based on the available information and without a sample to evaluate, we are unable to determine what may have caused the reported leakage into the battery compartment. No lot number has been provided; therefore, a review of the manufacturing records could not be conducted.

Event description:
It was reported that the hydro-surg irrigation leaked. It was noted that under the pump of the nezhat there was a small hole where the water was leaking. No patient injury was reported. Based on details provided, the fluid may have leaked into the battery compartment.